Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced after approximately two months of implant due to an unspecified reason. It was noted that the chronic left ventricular (lv) lead was explanted and intended to be replaced with a coronary sinus lead, but was unsuccessful due to patient anatomy. A second lv lead was attempted and unsuccessful due to patient anatomy as well. Ultimately the physician elected to place a left bundle branch area pacing (lbbap) lead. No additional adverse patient effects were reported. Product return was requested.